Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On (B)(6) 2023, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by the nurse at home on (B)(6) 2023. On (B)(6) 2023, 16 days post-procedure, the subject experienced a non-serious uncomplete micturition recovery event which was treated with a catheter from (B)(6) 2023. The event resolved on (B)(6) 2023.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On (B)(6) 2023, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by the nurse at home on (B)(6) 2023. On (B)(6) 2023, 16 days post-procedure, the subject experienced a non-serious urinary retention with uncompleted micturition which was treated with a catheter from on (B)(6) 2023. The event resolved on 01mar2023. Also, on (B)(6) 2023, the patient came for a consultation and reported voiding was difficult. A urinary tract infection was treated with oflocet, and a urinary catheter was inserted for 10 days. On (B)(6) 2023, void trial was unsuccessful. On (B)(6) 2023, incomplete voiding resumed, and the patient was taught to self-catheterize. He performed self-catheterization for 2 weeks, from on (B)(6) 2023, then had a good voiding recovery.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022 . On (B)(6) 2023 , the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by the nurse at home on (B)(6) 2023. On (B)(6) 2023, 16 days post-procedure, the subject experienced a non-serious urinary retention with uncomplete micturition which was treated with a catheter from (B)(6) 2023 until (B)(6) 2023. The event resolved on (B)(6) 2023. Also, on (B)(6) 2023, the patient came for a consultation and reported voiding was difficult. A urinary tract infection was treated with oflocet, and a urinary catheter was inserted for 10 days. The event resolved on (B)(6) 2023 . On (B)(6) 2023, void trial was unsuccessful. On (B)(6) 2023 , incomplete voiding resumed, and the patient was taught to self-catheterize. He performed self-catheterization for 2 weeks, from (B)(6) 2023, then had a good voiding recovery.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on(B)(6)2022. On (B)(6)2023, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by the nurse at home on (B)(6)2023. On (B)(6)2023, 16 days post-procedure, the subject experienced a non-serious partial micturition recovery event which was treated with a catheter from(B)(6)2023 until (B)(6)2023. The event resolved on (B)(6)2023.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On (B)(6) 2023, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by the nurse at home on (B)(6) 2023. On (B)(6) 2023, 16 days post-procedure, the subject experienced a non-serious urinary retention with uncomplete micturition which was treated with a catheter from (B)(6) 2023 until (B)(6) 2023. The event resolved on 17feb2023. Also, on (B)(6) 2023, the patient came for a consultation and reported voiding was difficult. A urinary tract infection was treated with oflocet, and a urinary catheter was inserted for 10 days. On (B)(6) 2023, void trial was unsuccessful. On (B)(6) 2023, incomplete voiding resumed, and the patient was taught to self-catheterize. He performed self-catheterization for 2 weeks, from (B)(6) 2023, then had a good voiding recovery.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.